Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. The airfit f30i user guide provides the following warning: - ¿if any visible deterioration of a system component is apparent (cracking, discoloration, tears etc.), the component should be discarded and replaced.¿ the user guide also provides the following warning: -¿the mask must be used under qualified supervision for patients who are unable to remove the mask by themselves. This mask is not for use on patients with impaired laryngeal reflexes or other conditions predisposing to aspiration in the event of regurgitation or vomiting.¿ resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a piece of an airfit f30i mask broke off while in use on a patient. It was reported that the patient may have swallowed the broken piece during the night while asleep. There was no report of the patient seeking medical attention or treatment due to the reported issue.